Manufacturer narrative:
(B)(6).

Event description:
It was reported that leakage of blincyto solution was observed from the filter of the cadd extension set. The patient reported some discomfort. A replacement cadd extension set was used as a result. The reported product problem did not cause or contribute to any patient injury.